Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 2, 2021 that a lighttrail reusable laser fiber was used in a procedure performed on (B)(6) 2021. Reportedly, the laser unit used was an auriga xl 4007. According to the complainant, during the procedure, it was noted that the laser fiber was fractured. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.